Manufacturer narrative:
Initial and final MDR (B)(4). MDR- device 2 of 2.

Event description:
Reference number: (B)(4). Event occurred in the united states it was reported that the patient faced similar events of kinked cannula with an infusion set. Patient noticed symptoms within 3 hours of insertion in the abdomen. Patient regularly rotates site. Patient's blood glucose value became high for which patient took correction bolus via pump. Customer replaced infusion set and resumed insulin deliveries successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.